Event description:
It was reported that after the vascular graft was implanted, a longitudinal tear of the graft occurred during ptfe puncture for an angiographic control. There was a small amount of bleeding, so a clamp was placed and a suture required. This event occurred intraoperatively.

Manufacturer narrative:
The device history record (DHR) was reviewed and the lot met all release criteria. Based on the DHR review there is no evidence of a manufacturing related cause to this event. There have been no other complaints reported for this lot number to date. The graft remains implanted, therefore, no sample evaluation could be done. This complaint is inconclusive and the root cause could not be determined. It was reported that this event occurred intra-operatively. The current IFU (instructions for use) for this device states: "angiography: should angiography be performed at the time of the procedure, the artery proximal to the graft should be used for the injection if possible."